Event description:
It was reported that the device was used during a gastric bypass procedure. It was reported that when the device was fired one side of the staple line formed the staples tightly and the other side of the staple line was loose. There was no patient consequence. Another device was used to complete the case.